Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the pressure would not hold on the red side. The main cuff was not regulating or deflating correctly. Corrosion was found in the deflate valves and muffler. The muffler, clippard and burkert valves were replaced and resolved the reported issue. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).once the investigation is completed, a follow-up/final report will be submitted. This medwatch is being filed to relay additional information.

Event description:
Patient was originally started as local/mac but was changed to general anesthesia for intolerance to tourniquet. No additional surgical procedure required.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device wouldn't hold pressure on red side and if set to 250 the unit creeps to 460. There was also fluid found in cuff lines during surgery resulting in no harm and delay. No further information provided. No adverse events were reported as a result of this malfunction.